Event description:
(B) (6) received info that this dextrus atrial lead dislodged and fell into the right ventricle. In a revision procedure, the lead was explanted. Another dextrus lead was attempted as a replacement, however, this lead exhibited placement difficulty and high thresholds and was therefore removed. A new lead was successfully implanted.